Event description:
(B)(4). The dentist reported that 1 year and 2 months after the dental implant was installed in pt's mouth it was verified its non-osseointegration. Pt presented bone type iii, 20 n.cm was the primary stability obtained and immediate load was not performed.

Manufacturer narrative:
(B)(4).